Manufacturer narrative:
Examination of the returned instrument confirmed both tabs are flared out. The root cause is attributed to misuse. Previous investigations found consultation with depuy engineering stated that if used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the handle and facilitate a spreading of the ears. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While reaming the femur the handle lock widened and no longer held onto reamer correctly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.